Event description:
The device was returned to the service ctr with a report from the customer contact that the "device not pumping and not alarming". No event details were provided. This does not indicated a reportable malfunction. However, during verification testing at the service ctr, it was noted that channel 1 and 2 of the device alarmed for e321 (battery charger timeout) error code.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.